Event description:
Same case as MFR ID # 2134265-2015-03854. It was reported that a fracture and entrapment occurred. The moderately tortuous and severely calcified target lesion was located below the knee. During advancement of the 300cm v-14¿ controlwire® though the rubicon¿ 14 catheter, the guidewire was unable to be advanced out the tip of the catheter. The physician noted that the advancement and removal of the wire was difficult. The tip of the wire detached upon removal. A new 300cm v-14¿ controlwire® was advanced though the guide however was also unable to be advanced out the tip of the catheter, the tip of the detached wire was assumed to be stuck inside the catheter. The procedure was completed with a different device. No further patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2015-03854. It was reported that a fracture and entrapment occurred. The moderately tortuous and severely calcified target lesion was located below the knee. During advancement of the 300cm v-14¿ controlwire® though the rubicon¿ 14 catheter, the guidewire was unable to be advanced out the tip of the catheter. The physician noted that the advancement and removal of the wire was difficult. The tip of the wire detached upon removal. A new 300cm v-14¿ controlwire® was advanced though the guide however was also unable to be advanced out the tip of the catheter, the tip of the detached wire was assumed to be stuck inside the catheter. The procedure was completed with a different device. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device has the distal tip detached exposing the corewire. Overall length was measured and was found within specification. Od of the distal tip was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).